Event description:
Additional information was received from an hcp. The patient had morphine in her pump at the time of the event. She was having difficulty pulling up the patient's (telemetry) strip, but stated that she "did not feel like it should matter, as the patient was updated at her next refill and there were no issue for the patient."

Event description:
The physician later reported that it was unclear as to what happened but the patient came in and had the pump refilled. Additional information was requested to clarify the medication the pump system delivered at the time of the event. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from the manufacturing representative, regarding a female patient receiving an unknown intrathecal medication via an implantable infusion pump. The indication for use of the device was for malignant pain. It was reported that the personal therapy manager (ptm) had the code 8286 (empty reservoir.) It was noted that the reporter was not sure if the patient missed a refill or recently had a refill and perhaps the reservoir volume was not updated. The patient's caregiver did not report any alarms or change in symptoms. The reason for the empty pump remained unknown at the time of this event; if additional information is received this report will be updated.